Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd alaris pump module smartsite infusion set was leaking the following information was received by the initial reporter with the following it was reported by customer that while priming the line for infliximab infusion, it was noted that the area where the tubing meets the pump segment (right below blue section) started leaking. When the rn noticed the leak, she clamped the line, recovered the medication from the tubing, disconnected leaking tubing, and retrieved a new tubing set.

Manufacturer narrative:
It was reported by customer that while priming the line for infliximab infusion, it was noted that the area where the tubing meets the pump segment (right below blue section) started leaking. One sample was received for quality evaluation. Visual inspection of the infusion set did not indicate any damages or abnormalities. The set was then primed and a leak was immediately identified at the top of the pumping segment on the silicone tubing. Further investigation, under magnification, indicates that there is a hole in the tubing of the upper pumping segment tubing. The customer complaint of leakage was verified. The root cause investigation was forwarded to the manufacturing facility for further investigation. After investigation, leakage due to tear in the silicone tubing reported by the customer could not be replicated in the production process and no opportunities were found in the manufacturing of the model and affected subassembly, due to this, the failure mode was not found to be related to the tijuana manufacturing process. No corrective or preventive actions were determined for this complaint since the root cause could not be determined. Although, we will continue to track and trend and if any negative trend is observed, proper actions will be deemed necessary. A device history record review for model 2432-0007 lot number 24095227 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
No further information was provided.